Manufacturer narrative:
An event regarding audible noise involving an unknown implant was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: the received information was sent for review with the clinical consultant, a comment was received which stated "no records of earlier or later times are available and as such the noise complaints cannot be verified or confirmed at this moment in time." [...] "Reported noise problems may be related to impingement problems usually due to malposition of components, frequently the cup. If ceramic bearings are present, such noises may also be caused by wear scars of the ceramic bearing surfaces also frequently due to abnormal biomechanics in the joint. This requires x-rays for evaluation that are unfortunately not available. This case needs more information to be solved." -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: the event could not be confirmed and hence, exact cause of the event could not be determined because insufficient information was provided. Further information such as device ID more relevant medical records, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Conversation with the patient resulted in description of noise generated by the implants. The right hip was replaced in 2005 and, during certain movements, will generate a grinding/crunching sound and sensation. It is also accompanied with the occasional rattle..

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Conversation with the patient resulted in description of noise generated by the implants. The right hip was replaced in 2005 and, during certain movements, will generate a grinding/crunching sound and sensation. It is also accompanied with the occasional rattle.